Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the charger exhibited a bga failure at the u104 and u1003 processors. In addition, liquid contamination was found on the battery board. The cause of the bga failure cannot be positively identified. The cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the inability to charge the batter packs cannot be distinguished between the bga failure and the contamination. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.